Manufacturer narrative:
(B)(4).

Event description:
It was reported that no high alert  occurred on the mobile app. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.